Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator's touchscreen stopped working. The patient continued to be ventilated however the settings were not able to be modified. The patient was then transferred to an alternate ventilator. There was no report of patient harm as a result of this event. Additional information has been requested.